Event description:
It was reported that a spectrum iq infusion pump says door open when it is not. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "says door open when it is not," was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be bent door and door hooks. Door and door hooks requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.